Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Unable to perform the displacement, and self tests due to the critical pump error. Insulin pump received with a crack on the battery tube which extends to the top where the battery threads are located.

Event description:
The customer reported via phone call that insulin pump was not working. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer stated that they were swimming with insulin pump. Customer stated they do not hear fluid when shaking the pump. Customer stated they see fluid under the lcd. Customer was advised to revert to backup plan per and to place the insulin pump in storage mode remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.